Manufacturer narrative:
The device evaluation has been corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear seized, was blocked and running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the side coupling tool was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the battery handpiece device stopped working and switched itself off when in use with the attachment device. The reporter stated that the battery handpiece device worked properly when used in combination with other attachment devices. There was no alleged malfunction against the battery handpiece device. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.